Event description:
(B) (4) clinical study. Same case as 2134265-2010-02067. Same patient as 2134265-2009-02901. The lesion being treated was a 2.5mm, 90% stenosed, 15.0mm long portion of the proximal circumflex (prox cx). The physician then successfully placed a taxus 2.5x16mm balloon at 14atms. Ivus was performed using a 2.5x16mm (pre-dilatation balloon) and taxus 2.5x16mm balloon at 14atms. Ivus was performed and confirmed the stent was implanted properly. Residual stenosis in the lesion became 0%. Timi flow 3. The patient was discharged 2 days later on panaldine and aspirin. In (B) (6) 2009, a 3.5x16mm taxus express2 stent was implanted in the prox cx to treat 99% restenosis. In (B) (6) 2009 the patient again experienced restenosis of the left main and cx. Two non bsc stents were used for treatment. A 3.5x8mm stent was implanted in the lmca and a 3.0x13mm stent was implanted in the prox lcx. The distal cx was treated with balloon angioplasty. The patient was discharged 2 days later.

Manufacturer narrative:
As the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation could not be performed as the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).